Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v021931, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had been urinating a lot for the last week and a half. The patient catheterized herself per doctor's orders, but she still felt urgency. The patient knew she did not have a urinary tract infection. The patient had more frequency problems for a week and a half but does not have a uti. The patient had catheterized but was still feeling urgency. Patient services spoke to the manufacturer's representative, who stated she was made aware of this situation (B)(6) 2013. The representative spoke to the patient on that date and instructed her to turn the stimulation up to resolve her symptoms only if it was comfortable. The patient had turned the stimulation down but that was not successful in resolving her symptoms. Patient services spoke to the patient's brother-in-law, who took down instructions on how to adjust stimulation and change programs. The patient had been to the e.r. Before and they could not do anything for her snm therapy problem there. Additional information received reported that the patient had a "burning" in their coccyx/rectal area and felt this regularly. This issue had gotten worse about 2 weeks. It was noted that the higher the stimulation from their implantable neurostimulator (ins) the more they felt the pain. The patient's healthcare professional (hcp) instructed the patient to turn the ins down and this helped "somewhat". It was noted that the patient had been urinating a lot the past week and a half. The patient catheterized themselves per their doctor's orders but that they still felt urgency. The patient stated that they "knew" they did not have a urinary tract infection. It was also noted that the pain had pudendal neuralgia which causes pain in the coccyx area and that they were taking hydrocodone which made their pain go away. The patient was indicated for gastrointestinal/ pelvic floor.